Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right ventricular (rv) lead exhibited low impedance and the right atrial (ra) lead screw could not be spun in after being spun out. The leads were attempted not used. No patient complications have been reported as a result of this event.